Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time was 34mg/dl. The customer was treated by paramedics for the lows but not taken to the hospital. The mother believes the customer may have rolled over on pump while sleeping, and raised the basal rates. The customer treated the lows with cake frosting and rose to 80mg/dl. Troubleshoot for the lows were declined. The mother was advised to monitor the device.